Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, a defective hard drive was identified. The system was providing a warning message prior to the failure and was requesting service. The message was individually confirmed by the operator by pressing "ok", however no service took place. The hard disc affected was exchanged and the failure did not reoccur. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6):

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic system. During a surgical procedure, the image system froze and could not be recovered. The termination occurred at the end of the procedure and the patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.